Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: the battery compartment was found to be cracked below the bumper pad. Unrelated to this issue, the pump¿s low profile clip was found to be damaged. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/15/2015.